Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had experienced dizziness. Noise was observed on the right ventricular lead. Temporary programming changes were made. The lead was capped and replaced the following day, (B)(6) 2016. The patient was noted to be in good condition following the procedure.